Event description:
It was reported that a screw was broken in half approximately six weeks post op; part of the screw remains inside the patient. The patient was reported to have bone resorption approximately six weeks after the original surgery. The report stated "there was force only on the plate". No patient injury was reported. The surgeon reported that patient's current condition as "o.k". No further pt information was provided at the time of this report or made available in response to follow-up requests to the reporter. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was returned for evaluation. The explanted half of the broken plate screw (the distal end) was received. All inspections passed criteria. The lot number was not provided from the initial reporter and could not be determined from the part returned. Device history record review could not conducted without the lot number. A definite cause for the event could not be determined. Information regarding patient factors such as age, weight, quality of bone, activity level and other factors that can effect healing time (such as smoking, drinking, poor circulation, etc.) Could not be obtained. It was reported, however, that the patient had a history of extended fracture healing time in the past. Based on the information provided and device evaluation, the most likely cause of this type of event is micromotion of the screw which can occur if the patient has poor bone quality surrounding the implant or if the patient is non-compliant with the post -operative protocol and begins weight bearing too early. The potential causes of this event are being communicated to the event reporter.